Event description:
It was reported that when the wand was pulled out, the port also came out of the controller. A back-up device was not available to complete the turbinate reduction portion of the procedure. There have been no reported patient complications.

Manufacturer narrative:
The complaint was visually verified upon inspection of the returned device. Functional evaluation revealed the subject controller performed as intended and exhibited no functionality issues during the testing process after the detached wand connector was retrieved from inside the subject controller and connected to a known good wand. The most likely root cause was determined to be expected wear and tear over time. It is also possible the damage occurred due to twisting or forcing the connector while plugging a concomitant device into the subject controller. There were no indications during manufacturing record review that would suggest the device did not meet product specifications upon release into distribution.